Event description:
This customer reported that they had difficulty acquiring an etco2 numeric during a pt event. The involved patient had suffered a traumatic cardiac arrest and died.

Manufacturer narrative:
(B)(4): this customer reported that they had difficulty acquiring an etco2 numeric during a pt event. The involved pt had suffered a traumatic cardiac arrest and died. The customer has stated that the device behavior did not play a role in the pt outcome. They also reported that the intubation was difficult to achieve. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.